Event description:
As reported by the study, approx 3 months after percutaneous coronary intervention (pci), the pt died of severe ischemic cardiomyopathy, a cardiac death. There was no evidence of a myocardial infarction (mi), no repeat pci, no coronary artery bypass graft (CABG) and an autopsy was not performed. This event was classified as unrelated to the device and unlikely related to the procedure.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 2-vessel disease was found. The primary indication for intervention was unstable angina (troponin negative or unk). Pre-procedure cardiac enzymes were as follows: ck within normal limits, ck-mb not checked and troponin two times above the upper normal limits. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 95% de novo lesion in the 1st obtuse marginal of 28mm in length in a 2.4mm vessel diameter. The (type c) lesion was characterized with little to no calcification and thrombus was absent. A 2.5x33mm cypher select plus stent was deployed at 12 atm with satisfactory results by direct stenting. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure timi flows were not recorded. Ivus was not used. Following the procedure, the pt has a hematoma at the puncture site. This was classified as unrelated to the study device and probably related to the study device. The pt was discharged in 2007. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors and beta-blockers. Post-procedure troponin was less than two times above the upper normal limits at both the 6-24 hr interval and the 24 hour-discharge interval. Please note that this device is not distributed in the us. However, it is similar to the us distributed product. It is also not available for testing and eval. The sterile lot number is also not available. A female from the clinical study died approx three months post cypher stent implantation. Past medical history included previous pci, previous CABG, hypertension, hyperlipidaemia, diabetes treated with oral medication between 10 and 20 yrs, myocardial infarction, peripheral vascular disease, and gastro-duodenal ulcer. This pt's history puts him at increased risk for mace. The primary indication for intervention was unstable angina. 2-vessel disease was found, but only one vessel was treated. Pci was performed on a 95% de novo lesion in the 1st obtuse marginal of 28mm in length in a 2.4mm vessel diameter. The (type c) lesion was characterized with little to no calcification and thrombus was absent. A 2.5x33mm cypher select plus stent was deployed at 12 atm with satisfactory results by direct stenting. There was no post-dilatation. The residual diameter stenosis measured 0%. Pre and post-procedure timi flows were not recorded. Ivus was not used. Pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-precedure medications included aspirin, clopidogrel and unfractionated heparin. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors and beta-blockers. Approx 3 months post index procedure, the pt died of severe ischemic cardiomyopathy. There was no evidence of an mi, no repeat pci, no CABG and no autopsy was performed. This event was classified as unrelated to the device and unlikely related to the procedure. Several attempts were made to collect lot number info, but were unsuccessful. Therefore, it is not possible to provide a device history record review. Ischemic cardiomyopathy is a weakness in the muscle of the heart, due to inadequate oxygen delivery to the myocardium caused by coronary artery disease. Risk factors for ischemic cardiomyopathy include heart attack, smoking, high cholesterol, and diabetes. We cannot disassociate thrombosis as this pt's cause of death per arc guidelines, it is unk if the pt complied with the antiplatelet therapy prescribed at discharge. Based on the info available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the pt's serious medical history and progressive health deterioration may have contributed to the event.